Event description:
It was reported that this right atrial (ra) lead was explanted one day after the implantation due to other/non-product experience. A new lead was successfully implanted. No additional adverse patient effects were reported.